Event description:
It was reported that an 800cc mentor memorygel breast implant had a greasy film on it when it was removed from the box. It is possible that this film is a component of the implant, however, since the nature of the film cannot be determined without analysis of the device, this is being conservatively reported as foreign material.

Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, the device was observed within the thermoform with a liquid. However the greasy film is not observed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).